Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery draining too fast. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, performed a battery run test and passed a run time of 135 minutes. The fse could not duplicate the batteries draining quickly. Battery operating to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a